Manufacturer narrative:
One nt 2000 ix neurotherm rf generator, model # rfg-nt-2000-240, serial # (B)(6), was received for investigation. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. The error message originally reported could not be replicated. Detailed investigation of internal wiring was done, and high voltage leakage and safety testing were conducted. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. System was calibrated and tested as per procedure. All values are within specifications. No hardware anomalies were detected in the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Event description:
During the procedure, the error message "no thermocouple on probe 1" appeared and the procedure had to be cancelled as the issue could not be resolved. New cables and probes were tried, but the issue remained. There were no adverse consequences to the patient.